Manufacturer narrative:
Follow-up # 1 ¿ (05/12/2014), the patient¿s meter and test strips have been returned on (B)(4) 2014 and (B)(4) 2014, respectively, and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014 the lay user/patient in (B)(6) contacted lifescan to report the onetouch verio iq meter was giving inaccurately high readings. On (B)(6) 2014 the technical service representative spoke with the patient to obtain and verify information. The patient reported two hypoglycemic events. On (B)(6) 2014 the patient obtained the blood glucose reading of 98 mg/dl on the reported meter and took 6.0 units apidra insulin based on this reading. The patient did not consume any food after taking this insulin dose. At an unspecified time afterwards, the patient experienced the symptoms of shaking and sweating at 3:00 pm. While symptomatic, the patient obtained the blood glucose reading of 60 mg/dl on the reported meter. On (B)(6) 2014 the patient obtained the blood glucose reading of 157 mg/dl on the reported meter, after which he took 6.0 units apidra insulin. Afterwards, at 3:00 pm, the patient experienced the symptoms of shaking and sweating. While symptomatic, the patient obtained the reading of 64 mg/dl. After both events, the patient administered self-treatment by consuming chocolate and felt better afterwards; he did not seek any medical attention. The patient manages his diabetes with apidra insulin 3.0 units to 6.0 units five times per day. The patient tests his blood glucose level five times per day. The patient was unable to provide his expected readings. The patient additionally reported that on (B)(6) 2014 he obtained the blood glucose readings of 128 mg/dl, 114 mg/dl, 140 mg/dl and 135 mg/dl on the reported meter, which he claimed were inaccurately high compared to his expected values. The meter and test strips were replaced. The meter readings obtained while the patient experienced hypoglycemic symptoms correlated with his symptoms and treatment. The patient¿s technique may have been incorrect by not consuming a meal following his insulin doses. However, as the patient allegedly suffered symptoms suggesting severe hypoglycemia after taking insulin based on elevated meter readings and received treatment with food, this complaint is being reported.